Event description:
It has been reported that the wireless footswitch could not connect. The device was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the procedure was completed as planned by using the wired footswitch. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0649-2022). The correction is scheduled to be implemented on the system. The codes were updated based on the investigation outcome.